Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt the pad clock was failing to increment and displayed a nonsensical time and date, this would indicate a failure of the real time clock (rtc). This was found to be caused by the coin cell voltage being significantly below 3v.this fault was not related to the reported fault and did not affect the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.